Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leak was due to a loose connection between the supply bag and the supply line of the homechoice cassette. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This event occurred during dwell. During troubleshooting, the patient stated the connection between the supply bag the supply line of the homechoice cassette was loosely connected and leaking. The renal therapy service agent (rtsa) advised the patient to contact their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.